Event description:
Hcp reported pt infection. The infection was not meningitis. The signs and symptoms were redness, swelling, drainage and pocket erosion. The primary location of the infection was the device pocket and the lead track. Cultures were obtained. The organism reported was staph aureus. The pt was treated with IV antibiotics and the total device system was explanted. The infection resolved. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is received.